Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Reportedly, customer overfilled, and refilled old cartridges with insulin and uses cartridges past labelling. Customer¿s blood glucose level was approximately 100-307 mg/dl. Customer re-loaded the cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. Per tandem's user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.